Manufacturer narrative:
The device was returned to our us facility on march 16, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada. According to the information received, while undergoing a knee arthroscopy, the arthroscopy probe instrument end snapped off in the knee joint. The surgeon was able to retrieve the broken instrument end from the knee using a snap. The instrument was removed from service and a new arthroscopy probe was opened to used. No death or (unanticipated) serious deterioration in state of health reported.